Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of silver metallic coiled foreign body medical devices') and uterine perforation ('small hemostatic uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, pelvic pain female, asthma, endometriosis and allergy nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("feeling full") and decreased appetite ("small appetite") and was found to have weight increased ("since essure I am up 40 lbs"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure devices bilaterally.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, decreased appetite, device breakage, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: proper occlusion of both tubes as a result of the essure procedure. Concerning the injuries reported in this case, the following were reported from social media : abdominal distension, weight increased and decreased appetite. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of silver metallic coiled foreign body medical devices') and uterine perforation ('small hemostatic uterine perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, pelvic pain female, asthma, endometriosis and allergy nos. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal distension ("feeling full") and decreased appetite ("small appetite") and was found to have weight increased ("since essure I am up 40 lbs"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of essure devices bilaterally.). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, abdominal distension and weight increased outcome was unknown. The reporter considered abdominal distension, decreased appetite, device breakage, uterine perforation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: proper occlusion of both tubes as a result of the essure procedure. Concerning the injuries reported in this case, the following were reported from social media: abdominal distension, weight increased and decreased appetite. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-mar-2021: mr received: events- 'portions of silver metallic coiled foreign body medical devices' and 'small haemostatic uterine perforation' added. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.